Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a service required code was observed and the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issues.